Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing reduced sound quality and dizziness with device use. Programming adjustments were made; however, the issue did not resolve. The recipient was prescribed steroids for a month, however, no improvement was noted.

Manufacturer narrative:
Additional information: section d.6b, h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient's device testing was within normal limits. Programming adjustments were made and the recipient reported improved speech quality. The recipient will be managed per center protocol. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.